Manufacturer narrative:
(B)(4). Patient age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported a positioning/placement issue occurred and the stent shortened. Vascular access was obtained via an ipsilateral, anterograde approach. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). A non-bsc guidewire was advanced to the treatment site and pre-dilatation was performed with a 4 x150mm balloon catheter. A 6x60 innova¿ stent was deployed; however, some of the lesion remained. Therefore this 6 x 100 x 75 innova¿ stent was advanced to the lesion site to treat the remaining lesion. During stent deployment, the stent was noted to have jumped 1cm. Stent deployment was continued; however, it was noted that the stent had shortened upon deployment. It was confirmed under cineangiocardiogram that the stent shortened 2cm. A 7 x 60 x 75 innova¿ stent was required to be deployed to cover the remaining lesion. The procedure was completed with no further complications and the patient status was good.